Manufacturer narrative:
Correction/additional information inadvertently left out of previous supplemental report submitted on sep 16th, 2024: the customer confirmed no high frequency instruments were used in the procedure preceding the identification of the distal end burn during reprocessing. However, no information was obtained regarding high frequency instrument use in combination with the device during past procedures. Should additional information become available, a supplemental would be submitted.

Event description:
The issue was found during reprocessing after the procedure. The procedure was a rigid bronchoscopy under general anesthesia for desaturation in a cancer patient and blood intake during coughing (hemoptysis). The customer reported there was no delay, no malfunction of the device, and did not affect the procedure in any way. It was suspected that support of the video endoscope through the channel of the rigid bronchoscope to optimize aspiration could have damaged the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is possible that a high-energy endo therapy accessory (laser, high frequency, etc.) Was used without ensuring a sufficient distance from distal end. However, we could not specify the cause of the suggested event. The following is included in the instructions for use (IFU): user may detect the suggested event by handling the device in accordance with the following IFU. Inspection of the endoscope there are cautions when high-energy endotherapy accessories are used. 4.3 using endotherapy accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is possible that a high-energy endo therapy accessory (laser, high frequency, etc.) Was used without ensuring a sufficient distance from distal end. However, the cause of the suggested event could not be specified. The event can be detected/prevented by following the instructions for use: inspection of the endoscope there are cautions when high-energy endotherapy accessories are used. 4.3 using endotherapy accessories olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited the distal end had a burn. There were no reports of patient involvement.